Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the "grey membrane" inside the bd venflon¿ pro safety peripheral safety IV catheter port "disappeared" during use while flushing it with saline, and blood leaked out. The following information was provided by the initial reporter: "vps inserted when flushing with saline through the injection port, the grey membrane inside the port disappears and blood is running out. They don't know where the grey membrane went? In the patients vein? The IV catheter was immediately removed."

Event description:
It was reported that the "grey membrane" inside the bd venflon¿ pro safety peripheral safety IV catheter port "disappeared" during use while flushing it with saline, and blood leaked out. The following information was provided by the initial reporter: "vps inserted when flushing with saline through the injection port, the grey membrane inside the port disappears and blood is running out. They don't know where the grey membrane went? In the patients vein? The IV catheter was immediately removed."

Manufacturer narrative:
H.6 investigation summary: one actual sample was received by our quality team for evaluation. Upon visual inspection of the sample it was observed that the valve under the port had moved; therefore, the incident could be verified. A device history record review found no non-conformance's associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. A trend for the moving injection valve has been observed for this product line. A project has been started to further determine the reason for the moving injection valve in the venflon pro safety so that a fix can be made to further prevent this issue. Customer complaint trends will also continue to be evaluated on a monthly basis.